Event description:
On hold pending query. Ek 3/21. On (B)(6) 2012, a spontaneous report was received regarding a (B)(6) female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included cervical and breast cancer on an unk date (reported as "diagnosed and treated"), previous injection of botox (onabotulinumtoxina) on unk dates without problems, and 4 previous injections or restylane (cross-linked hyaluronic acid dermal filler) on unk dates (reported as "since 2008") (lidocaine cream was used, never had a problem and barely felt the injections). The pt's skin type was not reported. Concomitant medications included an unspecified water pill as needed which was stopped a week prior to the injection. The pt received an injection of restylane-l (syringe size unk and volume not reported) on (B)(6) 2011 to the nasolabial folds, under the eyes, all along the top border of the upper lip, and the area between the bottom lip and chin. No pre-procedures medications were used. Additional procedures performed at the time of implantation included botox just above the nose between the eyes without problems. On (B)(6) 2011, during the implantation, the injections were very painful for the pt. On (B)(6) 2011, the next morning, the pt's face started to swell in huge lumps all over the face. The injecting physician was called who told the pt to massage the areas. On (B)(6) 2011, the next day, the pain was so bad that the pt went to the emergency room (ER) and was admitted immediately. The pt was given an unknown pain medication that worked within a minute. The patient remained an inpatient at the hospital for three days before checking herself out of the hospital against the physician's wishes to go home and take care of her pets. On an unspecified date in (B)(6) 2011, the patient returned to the hospital and was readmitted as an inpatient for a total of two weeks. The patient was on several unspecified medications during this time and a plastic surgeon attempted to remove the restylane-l lumps by needle aspiration, but the patient could not handle the pain so it could not be done. After being discharged from the hospital, the patient returned to the injecting physician every day for two months (also reported as "the patient continued to be seen by the physician every week since an unspecified date in (B)(6) 2011 to be monitored and have pictures taken") for the physician to attempt removal of the restylane-l by needle aspiration, but it didn't work because it was too painful for the patient. On an unspecified date in 2011 or 2012, the patient developed abscesses on the nasolabial folds where swelling occurred which then broke open. The patient stated she had also gained weight to (B)(6). On (B)(6) 2012, the patient had her last appointment with the clinic. The patient had been preparing for a facelift when she had the restylane-l injections and was returning to the clinic to schedule the facelift and discuss getting rid of the scars as a result of the injections. The physician did not feel comfortable performing the surgery and gave the patient two physician references for further advice and treatment. As of (B)(6) 2012, the patient reported she still had a large welt under each eye with dimensions of one inch horizontal, by three-quarters of an inch vertical and it appeared as if the restylane-l was resting in a little pouch where the welts were. The patient stated that she thought she "looked like hell." The patient's face continued to be swollen and was permanently scarred. The patient also continued to have blue spots on her face where the needle was inserted. The patient's weight was down to (B)(6). The lot number and expiration date for restylane-l were unknown. On (B)(6) 2012, additional information was received from the physician. The event of implant site infection was added to the case and the events of implant site pain, implant site swelling, and implant site mass were subsumed under implant site infection. The events of implant site abscess implant site scar, and implant site discolouration were deleted. Medical history included mental health concerns (possibly bipolar). Concomitant medications included unspecified growth hormone injections daily, which provided 500 calories per day. Pre-procedure medications included a chlorhexidine rinse. The physician reported that on (B)(6) 2011, during the implantation, the patient developed pain with the injection. On an unspecified date in (B)(6) 2011, the patient was admitted to the hospital due to the pain and swelling in huge lumps all over her face. During the patient's hospital stay, the injecting physician visited the patient. The hospital physicians were not sure what was going on, but they stated they thought the patient had an infection (also reported as a "complication"). The patient was treated with unspecified intravenous (IV) antibiotics and steroids, which mostly resolved the events quickly. On an unspecified date in (B)(6) 2011 (reported as "two days after being admitted"), the patient was discharged from the hospital. On an unspecified date in (B)(6) 2011, the physician performed an incision and drainage (I&d) with an 18-gauge needle, which resulted in the removal of 5 cc of purulent drainage from the nasolabial folds. No further treatment was provided. On unspecified dates in (B)(6) 2011, the patient was evaluated, as some of the affected areas were slower to resolve. On an unspecified date in 2011, a white blood cell (wbc) count was performed, which came back normal. On an unspecified date in 2011 (reported as "4 to 5 months ago" from the date of the report), the events resolved completely. The physician reported that the patient continued to send her pictures, but the physician saw no evidence of a large welt under each eye, abscesses on the nasolabial folds, scarring, or blue spots on the patient's face where the needle was inserted. On an unspecified date in (B)(6) 2012 (reported as "sometime last week" from the date of the report), the patient was evaluated and requested a facelift which the physician did not feel comfortable performing, and referred the patient elsewhere. The physician's opinion of casuality was that the infection was related to the treatment. The physician stated that the patient gave herself daily injections for a growth hormone diet which was the reason for the weight loss. The physician assessed the severity of the infection as severe.

Manufacturer narrative:
Company comment: "it appears as if the restylane-l is resting in a little pouch where the welts are; she thinks she looks like hell" is assessed as customer dissatisfaction, which is not an adverse event. The event of weight decreased has been assessed as unrelated to restylane-l.